Manufacturer narrative:
Lot 16k033 was manufactured october 21, 2016 ¿ october 22, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that overinfusion was observed with a small volume folfusor. The reporter stated that the pump should ran for 46 hours, but was empty after 24 hours. The pump has been filled with 115ml fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.